Event description:
The customer stated that her blood glucose was tested at the hospital, and the reading was 180 mg/dl. Her glucose was also tested using her contour meter, and the reading was 386 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.